Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 92 mg/dl at the time of the incident. The customer was at 232 mg/dl at the time of the call. The customer was having sensor glucose versus blood glucose differences and the sensor was not tracking and reacting to low sensor glucose. The customer experienced symptoms such as collapsing. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Sensor will not be returned for analysis.